Manufacturer narrative:
The following index procedure information was noted: baseline stroke scale score was 0 with a stroke score (modified rankink stroke scale score) of 0. The index procedure was completed same date of consent and patient was asymptomatic. Preprocedure medications were clopidogrel and aspirin. The target lesion was located the right ostium of the internal carotid with no occlusion in contralateral carotid. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 80.0 with lesion length 5.0. Total length of stented segment was 30.0. Arch type was classified as ii. Qualitative lesion calcification upon visual was circumferential, vessel tortuousity was moderate, and geometry of lesion was eccentric. The lesion was predilated with no resistance. An angioguard distal protection device was successfully placed without incident, and a precise rx 9.00 x 30mm stent was implanted for treatment of target lesion with success. Final target lesion percent diameter stenosis was 10. There was no stent malfunction. The angioguard was retrieved successfully with no technical problems and debris was present. Further information noted that the following no non-study stent deployment or embolic protection device was used. Postprocedure medications were clopidogrel and aspirin. The patient was discharged one day post procedure. The device is not available for evaluation and testing. However, any additional information will be submitted within 30 days upon receipt.

Event description:
An adverse event reported under the study indicated the patient died approximately five months and 16 days post precise rx stent implant. The cause of death was not noted. This fatal event became known by the nurse coordinator from an online newspaper obituary. Attempts were made to contact the patient's family. However, these attempts were not successful. The site nurse coordinator could only offer the following information: the patient was discharge after the index procedure without incident and there is no documentation of the patient being re-admitted to hospital prior to death. The investigator evaluated this event to be unrelated to the study devices and the index procedure.